Event description:
The patient is receiving a subcutaneous infusion over night. She is using a graseby ms16a syringe pump. The patient's husband was reporting that on some occasions the pump would not dispense the complete dose of medication (would not pump the syringe completely). We recently found out that there are actually two models of this pump. They have identical model numbers, the only difference is that there is a stronger spring in one of them. This is denoted by a blue dot on the back of the pump. There is no documentation with the pump which describes this, only what we have heard from our supplier. The pump with the blue dot is the one that they recommend for subcutaneous infusions. The patient experienced incomplete dosing on multiple occasions as a result of this pump problem.